Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system and successfully passed recognition and engagement testing. It moved intuitively with a full range of motion in all directions, the grip tips opened and closed properly, and the instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the needle driver instrument would not follow the direction the surgeon was attempting to maneuver. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not remain static and moved in the opposite direction of the intended command; when movement to the right was intended, the instrument instead moved to the left. There was no delay or shakiness observed, but the movement was persistently in the wrong direction. The timing of instrument movement was appropriate, with no lag; however, the issue remained consistent throughout use. The problem was resolved by changing the arm, though details such as the lot number of the drape were unavailable, as it was disposed of. There were no injuries to the patient.